Manufacturer narrative:
This report is for an unknown synthes philos plate/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: koukakis, a. Et al (2006), fixation of proximal humerus fractures using the philos plate, clinical orthopaedics and related research, number 442, pages 115-120 (greece). The purpose of this prospective ongoing study is to compare the functional outcome between 2 different age groups (older than 65 years and younger than 65 years). Between september 2001 and january 2004, a total of 20 patients (8 male and 12 female) with a mean age of 61.75 years (range, 31-85 years) were included in the study. 10 patients were younger than 65 years and 10 patients were older than 65 years. All patients had their fractures fixed using unknown synthes philos plate. Follow-up appointments were at 2 weeks, 6 weeks, 3 months, 6 months, and 12 months postoperatively and yearly thereafter. The patients were evaluated using the constant shoulder score at 3 and 6 months postoperatively when the fracture theoretically had healed and the patients had completed the rehabilitation program. The mean follow-up time was 16.2 months (range, 6-32 months). The following complications were reported as follow: a (B)(6) year-old female was complaining of slight stiffness in internal rotation of her shoulder. 12 months postoperatively confirms successful healing of the fracture and the correct position of the plate and the screws. A (B)(6) year-old male had superficial infection and stiffness. A (B)(6) year-old male had avascular necrosis. A (B)(6) year-old male had a constant score of 42% and to 90% after the removal of the plate. An (B)(6) year-old female presented a pulled off the shaft. This report is for a (B)(6) year old male who improved after implants were removed. This report is for an unknown synthes philos plate. This is report 3 of 5 for (B)(4).